Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was mobile and uncomfortable. Troubleshooting included anteroposterior x-ray views on (B)(6) 2014 and (B)(6) 2014. There was 50 percent or greater symptom reduction and stimulation was fine. The cause of the event was determined, it was device related, and reprogramming was not needed. The patient had an ins pocket revision and the ins was repositioned three days prior to the report. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01jef, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).